Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. It was reported the pump was inadvertently pulled back across the pulmonic valve while the mattress sutures were being tightened around the repositioning sheath. Attempts to re-advance the pump across the valve were unsuccessful and the pump was replaced for continued support. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product was returned for evaluation. The root cause of the positioning issue was most likely use related based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.